Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected battery out limit, off no power, a17 or a21 error alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer was explained that pump was experiencing unexpected restart and advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was unknown. Customer reviewed alarm history and found unexpected restart and 2 external ram crc error alarms. The customer was advised that the error table indicates the pump should be replaced. Customer was advised that the pump would need to be replaced.